Event description:
Four pieces of a nuvasive xlif decade lateral plate system broke off outside the body during the case when screw was removed. No x-ray was needed. Fluoroscopy was used throughout the procedure. All parts were recovered by the doctor and the nuvasive representative was at procedure. There was no harm to the patient and no delay during the procedure. Two screws and a few small pieces were given to the risk manager.